Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The patient was relatively young and moderately myopic, which is a risk factor for maculopathy. The creation of the oversized cleft at the time of stent implantation, together with the presence of the stent, appear to have increased aqueous drainage such that hypotony with choroidal folds resulted. Hypotonic maculopathy is a known risk associated with stent implantation, which is well documented in the product labeling. (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. (B)(4).

Event description:
A doctor reported that a patient experienced hypotony following a glaucoma stent implant procedure. Mild choroidal folds were observed one week following the procedure. The patient was operated again on (B)(6) 2017. Additional information was received from a company representative, indicating that the hypotony was caused by the cyclodialysis. The surgeon briefly blocked the stent with a special viscoelastic, which did not completely block the stent. The viscoelastic was afterwards flushed out. The company representative also indicated that there was no patient harm, and that the health condition of the patient is restored. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Clarification was received from a company representative: there was a large cyclodialysis gap after stent implantation. To close the gap, a cohesive viscoelastic was injected around the stent. The viscoelastic, however, ultimately blocked the stent. The patient was hospitalized until closure of the stent by viscoelastic; afterwards, the patient was treated with medication. It was reported that the event resolved with treatment.